Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient had undergone breast surgery with mentor cpx4 with suture tabs, med height, smooth 550cc experienced deflation. No other information was provided at this time. Once more information is available the supplemental report will be submitted. It is unknown at this time if the implant was implanted and explanted, however, per conservative approach this will be reported as a medical device removal.